Event description:
As reported, the tube of a 6/7f mynx control vascular closure device (vcd) separated from the handle inside the patient, but the segment remained within the sheath. Hemostasis was achieved using manual compression for 30 minutes. There was no reported patient injury. Little friction was experienced during the procedure, and the issue was noted when depressing button 1. The mynx vascular closure device (vcd) was used in a diagnostic heart catheterization procedure with an antegrade approach. The deployer was certified on the mynx device. A terumo 6 french non-cordis sheath was used. The femoral artery¿s suitability, including insertion angle, was verified on angiography, and the vessel diameter was confirmed to be at least 5 mm. There was little vessel tortuosity and little to moderate calcium in the vicinity of the puncture site. The device was stored and prepared according to the instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
As reported, the tube of a 6f/7f mynx control vascular closure device (vcd) separated from the handle inside the patient, but the segment remained within the sheath. Hemostasis was achieved using manual compression for 30 minutes. There was no reported patient injury. Little friction was experienced during the procedure, and the issue was noted when depressing button 1. The mynx vascular closure device (vcd) was used in a diagnostic heart catheterization procedure with an antegrade approach. The deployer was certified on the mynx device. A terumo 6 french non-cordis sheath was used. The femoral artery¿s suitability, including insertion angle, was verified on angiography, and the vessel diameter was confirmed to be at least 5 mm. There was little vessel tortuosity and little to moderate calcium in the vicinity of the puncture site. The device was stored and prepared according to the instructions for use (IFU). One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed and button 2 was partially depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. About the sealant sleeves conditions, no abnormal conditions were observed. Additionally, a 6f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was partially retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies such as separations, cracks, or any other mechanical damage were observed during this analysis. Per dimensional analysis, the crossing profile of the fully deflated balloon was measured and noted to be within specification. The measurement was obtained using a calibrated micrometer. An attempt to perform the functional analysis related to the reported button #1 actuation difficulty was made; however, the evaluation could not be completed as the unit was received in a partially activated state, with button 1 already fully depressed. Due to the partially depressed state in which button 2 was received, button 2 was functionally evaluated and found to fully depress without any impediment or resistance observed. The reported event of ¿button #1-actuation difficulty¿ could not be observed through analysis of the returned device since the device was returned with button 1 fully depressed. Additionally, the reported event of ¿sealant sleeves (cartridge assembly)-separated¿ was not observed through analysis of the returned device since there were no damages or anomalies noted to the sleeves. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine the factors that may have contributed to the reported difficulty depressing button 1 and the detachment of the cannula covering the sealant, as no anomalies were noted with the returned device. Procedural/handling factors, such as attempting to depress button 1 before the tension indicator was properly aligned with the handle marks, may have contributed to the difficulty reported. Additionally, there was no issues noted when depressing button 2 during functional analysis. Regarding the reported detachment of the sealant sleeves (described as the tube of the device separating from the handle inside the patient with the segment remaining within the sheath), no issues were identified with the component. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ the IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither product analysis, nor the information available for review suggests that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the advancer tube of a 6f¿12f mynx control venous vascular closure device (vcd) separated from the handle inside the patient, but the segment remained within the sheath. Hemostasis was achieved using manual compression for 30 minutes. There was no reported patient injury. Little friction was experienced during the procedure, and the issue was noted when depressing button 1. The mynx vascular closure device (vcd) was used in a diagnostic heart catheterization procedure with an antegrade approach. The deployer was certified on the mynx device. A terumo 6 french non-cordis sheath was used. The femoral artery¿s suitability, including insertion angle, was verified on angiography, and the vessel diameter was confirmed to be at least 5 mm. There was little vessel tortuosity and little to moderate calcium in the vicinity of the puncture site. The device was stored and prepared according to the instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the tube of a 6/7f mynx control vascular closure device (vcd) separated from the handle inside the patient, but the segment remained within the sheath. Hemostasis was achieved using manual compression for 30 minutes. There was no reported patient injury. Little friction was experienced during the procedure, and the issue was noted when depressing button 1. The mynx vascular closure device (vcd) was used in a diagnostic heart catheterization procedure with an antegrade approach. The deployer was certified on the mynx device. A terumo 6 french non-cordis sheath was used. The femoral artery¿s suitability, including insertion angle, was verified on angiography, and the vessel diameter was confirmed to be at least 5 mm. There was little vessel tortuosity and little to moderate calcium in the vicinity of the puncture site. The device was stored and prepared according to the instructions for use (IFU). The device will be returned for evaluation.